Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2025, and there are no plans to re-implant the patient with a new device as of the date of this report.